Event description:
Patient presented back to the physician with the stimulation lead protruding out of the skin. Physician brought the patient into the operating room, removed the stimulation lead, and placed a new stimulation lead.

Event description:
Patient presented to the physician with the stimulation lead protruding out of the skin. Physician prescribed antibiotics and scheduled the patient for an upcoming procedure.